Event description:
It was reported that the device delivered inappropriate therapy for noise on the ventricular lead. The noise was indicative of a lead fracture. The noise was not reproduced with positional testing. The ventricular pacing lead impedance had also decreased. As a result, the lead is scheduled for replacement.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.